Event description:
The customer ran blood glucose tests using 2 contour meters. He received readings of 18 and 206mg/dl on one meter, and 18 and 198mg/dl on the other. The difference between the readings falls in the "c" or "e" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer